Event description:
The team here was asking me which port after the transducer is the zeroing port for our closed line a-line setup. I remember it being the first port after the transducer that gets a yellow cap and the next port closest to the patient is where the syringe is connected for flushing the line and this is the setup in our pictures for education. I checked our current stock and we had four packages all with lot # 13838936 with the initial setup. We have an additional seven packages with a different lot number that has the opposite setup.